Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter alleged the time/date would reset when replacing the battery after less than 12 hours. The reporter also alleged the pump had moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Date of submission (B)(6) device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: evidence of moisture corrosion was observed in the battery compartment and on the battery cap. The pump was unable to power up and was completely unresponsive. Investigation was unable to adequately investigate reported ¿time/date reset¿ complaint. The pump¿s cover was removed; no further moisture corrosion or any intermittent condition was found to the printed circuit board.